Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported the physician was treating a lesion in the sfa that was totally occluded and calcific. The lesion was crossed with a wire and a spider was advanced distally. The lesion was then atherectomized. After the atherectomy the physician wanted to stent the lesion. The everflex stent would not advance through the lesion. The physician tried pushing but it started to kink the spider. The stent was removed and the physician tried to dilate the lesion with the evercross balloon. The balloon burst in a pin hole fashion on the calcium. The balloon was removed and a new balloon was unsuccessfully used. At this point the procedure was abandoned. No patient injury reported.